Event description:
New information received noted the product was explanted on an unknown date. No patient condition was reported.

Manufacturer narrative:
The reported field event of "no hvli (high voltage lead impedance) measurement" was verified in the lab by reviewing session files. However, the event of missing hvli measurements was not reproducible. Interrogation of the device revealed the device was at elective replacement indicator (eri) upon receipt. A longevity calculation was performed based upon programmed settings and usage data. The calculations showed the battery depletion was normal. The device functional testing was normal; telemetry, pacing, sensing, impedance, hv (high voltage) output, hv shock, and patient notifier were tested on the bench. The hvli measurements were found to be within the specifications. The root cause of the issue could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net with missing high voltage lead impedance measurements. No intervention was performed. Patient condition was stable after the event.